Event description:
This may be a possible false negative. Fov 3,6,7,9 and 19 showed possible reactive changes and abnormal cells. No autoscan was prompted. However, there was no delay in patient diagnosis because, this was a high risk patient and this was caught during a quality check. Customer is not sending the slide for hologic review.